Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." If additional relevant information is received a follow-up will be submitted.

Event description:
The customer contacted baxter's service center regarding an alarm on their homechoice, and the patient had started therapy over reusing the same supplies. The patient was connected. The tsr referred the hp to their registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.